Manufacturer narrative:
Post operative communication issues caused by interference were documented and submitted in a separate report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The rep reported issues during procedure but was able to get through. The rep indicated that the issues that occurred post opp seemed to be more difficult. There were no patient complications reported as a result of this event. Additional information was received from a manufacturer representative (rep). The rep reported that during the impedance check, they lost communication with the generator or couldn't find the generator on multiple occasions. When the rep moved further away from all of the equipment with the programmer, it finally communicated successfully. The cause of the issue was believed to be interference from machines. The rep indicated that the patient was of average weight but was not able to get actual weight measurements. There were no patient complications reported as a result of this event.